Event description:
The account alleged the side rail will not latch. No pt impact.

Manufacturer narrative:
The account found the side rail latch bolt is missing. The account replaced the side rail latch bolt to resolve the issue.